Manufacturer narrative:
Results and evaluation: the returned device was received and tested. The investigator discovered that the co2 was leaking from the manifold seal, which is the probable contributor to the reported failure of cia. Therefore, the device issue is not directly related to the event. The complaint and safety issue / adverse event cannot be confirmed. There were no visual imperfections found with the electrode array. This observation will be monitored and trended. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and received an unsuccessful cavity integrity assessment (cia) test. The physician performed a hysteroscopy and visualized a "micro perforation" possibly "in the fundus". The procedure was aborted. No intervention was required. A hysteroscopy, dilatation, lap tubal and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.